Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment. The rate seen (24 worldwide incidents out of estimated 185,000+ procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation. The report is being filed late due to an isolated oversight resulting from personnel change.

Event description:
Clinic reported a patient who developed bilateral seromas 5.7 post miradry treatment. The affected areas were incised and drained. Omeprazole was prescribed. Clinic suspected the symptoms may be consistent with hidradenitis suppurativa and recommended to treat it with antibiotics (doxycycline 100mg bid for 1 month) and topical clindamycin. At 6.26 months post-treatment, clinic stated the symptoms are healing well.